Event description:
This is a case report received from a pharmacist of chu montpellier. It is reported that on (B)(6) 2009, a baxter cryocyte freezing bag ruptured at the levels of the seal. It is reported that it was decided by the doctor to not use this bag and that the product would not be injected to the patient. There were no clinical consequences reported for the patient. Additional information received on november 30th 2009: this issue was observed during the thawing step. There were no clinical consequences for the patient because a second cryocyte bag was available for the graft.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag breakage that was discovered. There has been no reported negative clinical consequences. As in all cases of cryocyte bag breakages during storage, there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. (B)(6). Upon completion of the sample evaluation, a follow-up submission will be submitted.